Event description:
It was reported by the rep that the device was used during a video assisted thoracic. It was reported the ez45g was used to take wedge resections. When used, the blade did not divide the tissue at the proximal end. 10/25/1998 the tissue tags were cut with scissors. There was no consequence to the pt.